Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: stenosis. Type of procedure: fusion level: l4-l5 it was reported that intra-op, the tip of the screwdriver was broken. The broken tip was thrown away but there was enough length on the remaining tip to finish the procedure. The product came in contact with the patient. No fragment of the product remained inside the patient. No patient complications occurred during this event.

Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.